Manufacturer narrative:
The insulin pump functioned properly noted and passed displacement test, rewind and basic occlusion test, occlusion test, excessive no delivery test and prime test. No motor error alarm and the motor passed motor test. No cosmetic damage noted.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 33.3 mmol/l. Customer treating with manual injections. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.